Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance was detected on the patient's vns system on (B)(6) 2016 after generator replacement on (B)(6) 2016. High impedance was not observed prior to surgery, and diagnostics were reportedly okay after the generator was replaced on (B)(6) 2016. The patient was unable to tolerate 1ma on (B)(6) 2016, so the output current was decreased on (B)(6) 2016 to 0.75ma. Upon follow-up for the clinical symptoms, the nurse suspected too much coughing and "not liking the feel." The patient went to the clinic on (B)(6) 2016 to have her output current increased to 1ma. However at that time, high lead impedance was observed upon diagnostics (>10000 ohms). The patient's device was programmed to 1ma. X-rays were taken, and the patient was brought back to surgery. It was identified that the lead pin was not fully inserted, causing the high impedance. The patient was taken back to surgery. During surgery, the lead pin was reinserted which resolved the high impedance.